Event description:
Troponin I results produced from serial draws on a pt were consistently high compared to an alternate method and clinical findings. Troublshooting revealed the instrument was working as expected. Elevated results of the magnitude observed might initiate cardiac catheterization. There was no report of harm as a result of this event.